Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, 2 units of insulin was administered utilizing an insulin pen and a new pod was applied.